Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient believes device is associated with significant pain. The patient underwent an explant procedure where all devices were removed. The explanted devices will not be return.